Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 435135, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturing representative (rep) reported on behalf of a healthcare provider (hcp) that the patient was reporting recurring symptoms of nausea and vomiting. The hcp replaced the leads and battery. No further complications were reported/anticipated.